Event description:
Initial reporter indicated that their handheld will not turn on. Reported she had it plugged in all night and when she goes to use it, it will not turn on. The only way it will turn on is if it is plugged into the wall. Good faith attempts have been made for product return for analysis.